Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10257, 1221934-2017-10259.

Event description:
The sales rep reported via phone that the patient had an infection in the knee where the implants were implanted. The sales rep stated that a biointrafix 7-9mmx30mm taper screw, a 30mm bio intrafix large sheath and a 20mm cortical fixation fixed loop implant were all used in the patient. The sales rep could not provide which knee developed the infection. The infection was drained and cleaned out with antibiotic fluid and the screw was removed. The sales rep was not present for the case and could not provide any more details. The devices were discarded by the customer.